Event description:
Literature was reviewed regarding a study aimed to evaluate procedural safety and short-term device performance of cavotricuspid isthmus (cti) ablation using the dual energy lattice-tip catheter in patients with cardiac implantable electronic devices (cieds). One patient had acute pericarditis without a pericardial effusion. The patient was managed conservatively with an anti-inflammatory medication. At the thirty day follow-up, the patient was asymptomatic. Three patients exhibited reductions in atrial sensing amplitude and none required device reprogramming or lead revision, and all maintained stable device function over a mean follow-up of 55.2 days. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this adverse event through a search of literature publications. One patient had acute pericarditis without a pericardial effusion. The patient was managed conservatively with an anti-inflammatory medication. At the thirty day follow-up, the patient was asymptomatic. The baseline gender/age characteristics is male/78 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: safety and feasibility of dual-energy lattice-tip catheter for cavotricuspid isthmus ablation in patients with cardiac implantable electronic devices: a single-center experience circulation: journal of cardiovascular electrophysiology; 20226 doi: 10.1111/jce.70333 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.